Manufacturer narrative:
Concomitant products: product ID 8596sc, serial # (B)(4), implanted: (B)(6) 2014, product type catheter; product ID 8709, serial # (B)(4), implanted: (B)(6) 2004, product type catheter. (B)(4).

Manufacturer narrative:
Product ID 8840; product type programmer, physician product ID 8596sc, serial# (B)(4), implanted: 2014 (B)(6); product type catheter product ID 8709, serial# (B)(4), implanted: 2004 (B)(6); product type catheter

Event description:
It was reported that after a recent pump replacement (due to normal end of life) on (B)(6) 2014 and on the date of the report the patient went to the office for a refill. The pump was interrogated and showed it was on shelf state. There was a print report that showed programming on the replacement date. The last date was (B)(6) 2014. It was determined the pump never got updated or taken out of shelf state in surgery on the replacement date. The programmer was removed before telemetry was complete. The patient had no symptoms and denied pain or withdrawal symptoms. The pump had been previously delivering at minimum rate. The rate was increased and the pump was updated. The programming error was resolved and the patient recovered without permanent impairment. The system was being used to deliver fentanyl, compounded baclofen, and morphine.